Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted .

Event description:
It was reported that occlusion alarms occurred. Customer changed the cartridge and made sure "infusion set was adhered on properly" to address the issue. There was no reported adverse impact to the customers blood glucose.